Manufacturer narrative:
Concomitant medical products: 638bl28, heart band implanted: (B)(6) 2013; 693558, lead, implanted: (B)(6) 2015; 511212, st jude lead, implanted: (B)(6) 2016.

Event description:
It was reported that, one day post implant of the implantable cardioverter defibrillator (ICD) device, a possible grommet/setscrew problem was suspected which prevented the chronic right ventricular (rv) lead pin from being fully inserted all the way. The lead alerted for measured high impedance and high/unstable threshold. Cross-talk was noted on the rv lead. A revision was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.